Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("significant lower back pain") in a 52 year-old female patient who had essure inserted (lot no. C68116) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2377 days after essure insertion, she experienced back pain (seriousness criterion medically important), fatigue ("severe fatigue"), tendonitis ("bilateral gluteus medius tendinitis"), rotator cuff syndrome ("right shoulder tendinitis"), arthralgia ("ankle pain"), gastrointestinal disorder ("gastrointestinal problems"), insomnia ("insomnia") and depression ("depression"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, fatigue, tendonitis, rotator cuff syndrome, arthralgia, gastrointestinal disorder, insomnia or depression. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-oct-2022. The most recent information was received on 04-nov-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('significant lower back pain') in a 52-year-old female patient who had essure (batch no. C68116) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, the patient experienced back pain (seriousness criterion medically significant), fatigue ("severe fatigue"), tendonitis ("bilateral gluteus medius tendinitis"), rotator cuff syndrome ("right shoulder tendinitis"), arthralgia ("ankle pain"), gastrointestinal disorder ("gastrointestinal problems"), insomnia ("insomnia") and depression ("depression"), 6 years 6 months after insertion of essure. At the time of the report, the back pain, fatigue, tendonitis, rotator cuff syndrome, arthralgia, gastrointestinal disorder, insomnia and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, depression, fatigue, gastrointestinal disorder, insomnia, rotator cuff syndrome and tendonitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kgs. Batch no: c68116, production date: 2014-06-17, and expiration date: 2017-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-nov-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.